Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced arrhythmia upon exercise. The asymptomatic patient presented remotely via merlin.net transmission. The pulse generator exhibited inappropriate programming. During testing, the patient experienced short tachy arrhythmia. No intervention was performed. The patient would continue to be monitored.